Manufacturer narrative:
Soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 1821 pulses. The needle mechanism was reset and fired properly during the investigation. No other damage or defects were found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient¿s blood glucose reached 550 mg/dl while wearing the pod for 36 and 48 hours on the abdomen. The pink slide did not move forward therefore the needle mechanism did not deploy as intended during activation. Patient treated hyperglycemia with a pen injection and applied a new pod.